Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text : see h.10.

Event description:
It was reported that tubes are over filling with a bd vacutainer® 9nc 0.109m plus blood collection tubes. The following information was provided by the initial reporter: sample rejected by hematology because of tube overfilled. The samples are rejected because the vacuum in the tube fails and they under fill. We have to check a number of tubes for stock currently held in stores and found that they are definitely overfilling.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9246511. Medical device expiration date: 2020-05-31. Device manufacture date: 2019-09-03 . Medical device lot #: 9301937. Medical device expiration date: 2020-07-31. Device manufacture date: 2019-10-28. Medical device lot #: 9304905. Medical device expiration date: 2020-07-31. Device manufacture date: 2019-10-31. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes are over filling with a bd vacutainer® 9nc 0.109m plus blood collection tubes. The following information was provided by the initial reporter: sample rejected by hematology because of tube overfilled. The samples are rejected because the vacuum in the tube fails and they under fill. We have to check a number of tubes for stock currently held in stores and found that they are definitely overfilling.